Event description:
Targeting device and compression device was defective and locked up after the compression was achieved. The compression would not release, thus, the compression rods would not come out. There was a surgical delay of 15 minutes as a result.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.